Event description:
A 24 mm diameter x 14 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted into a pt for the endovascular treatment of an 5.1 cm abdominal aortic aneurysm. Vessel morphology is unk. It was reported that during the initial implant of the stent graft there was a type ii endoleak, and the dr elected to monitor pt. It was reported twenty nine months post stent graft implant the CT demonstrated enlargement of the aneurysm from 50.8 mm to 54.2 mm, distal migration of the stent graft resulting in a proximal type I endoleak. The dr elected to treat the type I endoleak with implantation of two aneurx aortic cuffs. Upon final angiogram post aortic cuff implant the endoleak had resolved. It was reported that forty-three months post stent graft implant, the abdominal aortic aneurysm size decreased to 49.7 mm. No additional info was received and it was reported that the pt is fine.